Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation duration of approx. 118 months, this rv lead was capped due to multiple inappropriate shocks. The ICD was explanted due to eos.